Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that back in october, patient had a "loss of therapy" and reported seeing an error message on their handset. Error message unknown by caller. Caller said they met with patient on friday prior to a planned surgical lead/extension exploration/replacement, but the case ended up getting canceled because caller said therapy was functioning normally. Caller said they learned from the patient that prior to seeing the error message they had gone to a concert and gotten "wanded." After that, the patient experienced tingling in their arm, and the next day encountered the error message. Caller said they ran 8 impedance checks and everything came back normal. Caller said they tried but couldn't replicate the message the patient had seen. Caller said the plan from the neurology team is to have patient continue to monitor and notify them if it happens again. Caller mentioned patient had a mid-level neurology provider. Agent emailed case number to caller. Additional information was provided by the manufacturer representative indicating that, they had loss of therapy and some type power-on reset (por); no additional information is available. The patient's therapy is currently normal.